Event description:
The received medsun report noted the following. " rn attempted to disconnect IV tubing from PICC line (hub to hub) but was unsuccessful. Disconnected tubing was found broken off in PICC line. Several team members, including nurses and vat team, made several attempts to retrieve the broken pieces. The team was finally able to retrieve broken pieces. Supply chain retains broken PICC and tubing. Patient tolerated bedside procedure well. PICC was in patient's upper left extremity. This is an error that reached a patient but did not cause harm. However, timing was a factor to remove broken pieces from patient's tubing due to patient beginning to experience hypotension. Patient tolerated bedside procedure."

Manufacturer narrative:
No product will be returned per the customer. The customer¿s complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.